Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -6.5/1.0/070 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
B5 - corrected to "the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -6.5/1.0/070 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown." In initial MDR. Claim # (B)(4).

Manufacturer narrative:
B5 - corrected to "the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -6.5/1.0/070 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown." In initial MDR. Claim #: (B)(4).